Event description:
It was reported that two cartridge o-rings leaked insulin. There was no reported impact to the customer's blood glucose level. The customer changed the cartridge and resumed insulin therapy successfully.